Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during the insertion procedure, a colorectal tube was placed and while checking for patency with saline, leakage was confirmed from the lower part of the suture wing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr triple lumen powerpicc catheter. Usage residues were observed throughout the sample and a statlock was attached to the molded joint. A longitudinally aligned split was observed just distal of the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent; however, when flushing the white luer, a leak was observed at the split site. Microscopic inspection of the split revealed sharply defined, granular fracture surfaces. Permanent kink impressions were observed in the vicinity of the split. Material buckling was observed in the vicinity of the split. The catheter kinked preferentially at the leak site during manual manipulation. The kink impressions suggested that catheter kinking may have contributed to the observed leak; however, it could not be determined if additional factors also contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.